Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received one appropriate treatment during vt. At 20:04:07, the patient received the appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 180 bpm with low amplitude cardiac signal. The patient's post-shock rhythm was asystole with motion artifact. From 20:05:31 to 20:09:08, the patient's rhythm was intermittently asystole with intermittent cardiac activity. The rhythm then transitions to an idioventricular rhythm at 60 bpm. At 20:29:23, the patient's rhythm was an idioventricular rhythm at 50 bpm with CPR/motion artifact and electrode lead falloff. Electrode belt was disconnected at 20:29:57. Patient passed away on (B)(6) 2021. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.